Manufacturer narrative:
(B)(4). Concomitant medical products: 183884 - vngd ssk psc tib brg 14x71/75 - 143760; unknown screw. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2019 - 02977.

Event description:
It was reported that the patient underwent revision surgery due to a screw backing out of the ssk femur. Attempts have been made and no further information has been provided.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual inspection of returned screw confirms that threaded end of the screw is mushroomed/smashed and has nicks and dings from wear. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.